Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification in relation to the customer reported "unit does not infuse proper amount in correct amount of time" which was not reproduced. The event history log review can not be performed without specific information regarding time and circumstances of event. The customer did not provide an event occurrence date. The device was tested for flow accuracy and delivered within expected range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did infuse proper amount in correct amount of time during an unspecified process step. There was no patient involvement. No additional information is available.